Event description:
A caller reported that their insulin pump displayed a different insulin amount than expected, showing 17 units instead of over 120 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge and instructed them to disconnect and deliver a 10.2 unit bolus, which resolved the issue with the expected and displayed fill estimate matching at 165 units.